Event description:
It was reported that bd phaseal¿ protector solus p120j leaked and was damaged, but still operable. The following information was provided by the initial reporter: " after preparation of an anticancer agent (endoxan), the hcp discovered something like a protruding object on the injector, from which leakage was confirmed to be occurring."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-may-2022. H.6. Investigation: one sample was provided to our quality team for investigation. The product was visually inspected, no damage was identified on the injector cannula, safety sleeve, or the luer lock connections, however, the center of the membrane was observed to be protruding and fluid was leaking from that area. A device history review was performed for the reported lot 2106004, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for lot 2106004 and found all product met required specifications. Five retained samples of the same lot were used for additional evaluation. Functional testing was performed, penetrating the injector membrane ten times, all results were found to be acceptable, no damage to the membrane occurred and no leaks were observed. Based on the available information and sample evaluation, it appears this incident may have occurred due to multiped penetrations of the injector membrane. The performance of the sealing membrane is reduced after multiple perforations and extended activation time. H3 other text : see h.10.

Event description:
It was reported that bd phaseal¿ protector solus p120j leaked and was damaged, but still operable. The following information was provided by the initial reporter: " after preparation of an anticancer agent (endoxan), the hcp discovered something like a protruding object on the injector, from which leakage was confirmed to be occurring."